Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing, leading to inappropriate electric shock. Troubleshooting and programming options were recommended. At this time, this s-ICD system remains in use and no additional adverse patient events have been reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing, leading to inappropriate electric shock. Troubleshooting and programming options were recommended. The s-ICD system had been programmed off. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.